Event description:
It was reported that the patient was implanted with a metasul head 36, 12/14, size s/-3.5 on right side on (B)(6) 2012. Currently the patient is being monitored due to "calcar rounding."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source document for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a clinical case study. (B)(4).